Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and advised to replace the main board. The customer changed the main board, which allowed successful audio output. Based on the information available and the testing conducted, the cause of the reported problem was the main board the device was operational after replacing the main board. If additional information is received the complaint file will be reopened.

Event description:
The customer reported audio problem with the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.